Event description:
It was reported that multiple noise reversion episodes was observed on the right ventricular lead of an asymptomatic patient. The noise could be reproduced with isometrics. Device reprogramming was performed and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.